Manufacturer narrative:
Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads, missing end cap sticker, cracked end cap and broken battery cape.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported battery compartment had broken and missing pieces causing battery to not stay in place. Customer reported that issue may have been due to normal use. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.